Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was chosen for implant. During procedure, the device was deployed and appeared deformed, consistently forming a snake-like shape. Despite maneuvers to correct the issue, the device continued to appear deformed during deployment. Outside of the patient, the device seemed okay without any apparent malfunction, but when the device was re-introduced in the patient a second time and ready for deployment, the problem persisted. After several attempts, the decision was made to not release the device. The device was removed from the patient prior to release from the delivery cable. Another 10mm amplatzer septal occluder closure device was chosen instead, which was fully deployed without any issues. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. Please note, per the amplatzer septal occluder instructions for use, - "warnings: do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable or if the device interferes with any adjacent cardiac structure, such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs) or aorta (ao). Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device." - "t1: a 6f delivery system is indicated for use with a 10mm amplatzer septal occluder."na

Event description:
Subsequent to the initially filed information, it was reported that the 10mm amplatzer septal occluder was deployed using a 7f amplatzer trevisio intravascular delivery system.